Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported white, powdery glistening substances forming around an intraocular lens (iol) implant approximately 19 years following an intraocular lens implant procedure. The patient started experiencing problems with his/her eye which lead to a medical examination in which the symptom was discovered. The substances continue to increase, and at this point have reached the cornea's posterior surface. Chemosis developement has also been confirmed. The patient is currently being treated with medication. Product sample is unavailable for return as it remains implanted.

Manufacturer narrative:
Evaluation summary: the lens was implanted in (B)(6) 1996. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. New information was provided in a literature report. On (B)(6) 2016, the anterior and posterior chambers were washed with intraocular infusion, and the particles were analyzed. It was suggested that it is an inorganic salt (calcium phosphate etc.). Report conclusion: in the late stage after iol insertion, inorganic salt precipitation is sometimes observed in the anterior-posterior chamber. (B)(4).

Event description:
Numerous fine white particles precipitation were recognized on the iol surface and the anterior surface of anterior capsule. Similar precipitation was observed between the back of iol and the posterior capsule, and on the posterior surface of cornea. On (B)(6) 2016, the anterior and posterior chambers were washed with intraocular infusion, and the particles were analyzed. It was suggested that it is an inorganic salt (calcium phosphate etc.